Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna19, s/n #(B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. Since the device was not returned to the manufacturer, further investigation on the device can not be performed and definite root cause of this event can not be established. However, the review of the manufacturing and material records performed showed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. It should be noted that structural valve deterioration is listed as a possible adverse event in the crown IFU. The event is, therefore, a known inherent risk of the device. It is possible that the patient's clinical history and risk factors contributed to the reported event. However, since no information on this regards has been provided, this cannot be ultimately confirmed. The manufacturer is following up with the field. Should further information be received, the manufacturer will provide an update to the reporting activity as applicable. Unknown disposition.

Event description:
The manufacturer was informed of the following event: the patient who had crown valve implantation surgery with midline incision simultaneous with CABG (lita-lad, ao-svg-rca) on (B)(6) 2016, underwent the emergency surgery due to severe aortic regurgitation caused by svd on (B)(6) 2022. The valve was explanted and pvs21 was implanted instead. Echo preformed after re-avr showed no leakage and no malfunction of the perceval valve.